Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03870. It was reported, the pt experienced a csf leak after undergoing an scs lead replacement procedure which resulted in the pt experiencing headaches. It was also reported a blood patch was performed to address the leak on (B)(6) 2013 (approximation). Additionally, the headaches have since resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.